Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the up, down, and ok buttons are intermittently unresponsive to presses. It was reported that the pump is not exposed to water and there is no keypad damage.